Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a past medical history of nonischemic myopathy status post lvad implantation. The patient presented to the emergency room (ER) with complains of low flow alarms that started about 9:30 pm night of (B)(6) 2018. The lvad system produced a total of 12 low flow alarms and was instructed by the heart failure team to start drinking water as the alarms were thought to be due to hypolvemia. The patient drank about 3 liters of water after which the lvad system produced 2 more episodes of low flow alarms which prompted the patient to come into the ER. The patient denies any other complaints. Mean arterial pressure was in the 70s mmhg since the patient presented to the ER. The patient's symptoms resolved and was discharged on (B)(6) 2018. An echocardiogram and CT angiography was performed to help determine a cause for the low flow state. The results indicated no evidence of thrombosis of the inflow cannula and no evidence of obstruction in the visualized portions of the outflow cannula. There were dense trabeculations at the anterior wall just superior to the lvad inflow cannula ostium. These trabeculations moved towards the lvad inflow cannula in systole. These papillary muscles may cause transient obstruction of the inflow cannula. This appearance was very similar to the cardiac CT's of (B)(6) 2018 as well as (B)(6) 2017.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Review of the submitted log files confirmed multiple low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contained approximately 4.5 hours of data from (B)(6) 2018. The log file contained 4 low flow events on (B)(6) 2018 at 13:30:35, 13:30:16, 13:12:39, and 13:12:13 when the estimated flow dropped below a threshold of 2.5 lpm. This event did not last long enough to trigger a low flow alarm. Additionally, 117 pi events were captured. Despite the low flow and pi events, the pump speed remained above the low-speed limit for the duration of the log file. The patient remains on going on the device and no further events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: after discussion with the surgical team, it was decided to change the hematocrit setting to a higher #2 bypass alarm setting. The patient was monitored overnight for a recurrence of low flow alarms which resolved by the change in hematocrit setting. The patient was discharged on (B)(6) 2018 with plans to follow up in clinic.

Manufacturer narrative:
Additional information. No further information was provided. The manufacturer is closing the file on this event.